Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to verify no delivery alarm due to reservoir tube lip completely broken off.

Event description:
The customer reported via phone call that insulin pump had reoccurring no delivery alarm. The blood glucose at the time of the incident was 279 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.